Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The device was returned to a third party service center. No repairs were done to the device. The device was returned to the customer unrepaired per the customer.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.